Event description:
The customer reported the system failed to display an image. Also, a security switch error code was displayed. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A pin was repaired to the lemo connector. Also, the handswitch was replaced to resolve the security switch error. The system was then found to be operating as intended.